Event description:
It was reported that: "cup loosening-replace cup, replaced morse taper head."

Manufacturer narrative:
Summary of evaluation: the exact cause of the acetabular cup loosening could not be determined because no items associated with the event were returned to stryker orthopaedics. However, osteolysis and aseptic loosening are commonly reported to result from an inflammatory osteolytic response to wear debris from the implants. The acetabular cup had survived in vivo for 25 years before it was explanted. The rate is well below the (B)(4) guideline for survivorship and the (B)(4) survivorship at 29 years post-operative for all implants and for the omnifit series of implants for all reasons for revision. This type of failure is, therefore, within the expected range for normal wear. No further investigation is possible at this time. No items associated with the event were returned to stryker orthopaedics. If additional info becomes available, this investigation will be reopened.